Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the lid latch/power switch was loose and taped to the device. It is unknown how the switch became loose. There was no physical damage observed. Once the switch was reinstalled during testing, proper operation was observed.

Event description:
The customer reported that their device would not power on when attempting to use on a patient. There was no additional information regarding the patient or the outcome provided by the customer. The customer additionally indicated that the on/off button appeared to be broken and would not function.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).